Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 123 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 80mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2016 back to back blood test was performed by the customer non-fasting and produced test results of 108 and 122mg/dl using true2go meter. Medical attention is not reported as a result of the actual blood glucose result. The product is not stored according to specification,customer stores product in the kitchen. Customer educated with the proper storage conditions. Test strip lot manufacturer's expiration date is 03/21/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (meter memory was not set with date and time correctly. (B)(6).